Manufacturer narrative:
A stryker technician evaluated the customer's device and observed that the device alarmed and paused. After replacing the compression module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report to report a non critical issue with their device. Upon inspection, stryker observed that the device alarmed and paused. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.